Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation. The device has been returned for evaluation but evaluation is not yet complete. Medical records were received and have been evaluated. The patient¿s pd nurse stated there was no known breach in aseptic technique, cassette leak, or malfunction. There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.

Event description:
A peritoneal dialysis (pd) patient reported finding possible effluent in her supply bag attached to the cycler following treatment. Under normal operation effluent should not be present in the supply bag. The patient was advised to switch to manual treatment. During follow up, the patient's pd nurse reported the patient brought a delflex peritoneal dialysis solution supply bag to the clinic with apparent effluent. The patient reported abdominal pain. Pd fluid was collected from the supply bag during the visit which showed a hazy appearance with culture results showing gram positive cocci in clusters. The isolated organism was methicillin resistant coagulase negative staphylococcus. During the pd clinic visit, the patient was diagnosed with peritonitis and was initiated on vancomycin; dose regimen and route not reported. The patient's pd nurse stated there was no known breach in aseptic technique, cassette leak, or malfunction associated with the peritonitis.

Manufacturer narrative:
The actual sample was sent directly to the (B)(4) manufacture facility, this was analyzed together with the cycler and the results will be documented by the (B)(4) organizational unit. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The system level review was performed by the (B)(4) organizational unit. Refer to MDR 2937457-2016-00550.